Manufacturer narrative:
Based on the condition of the table base p/n 5803 s/n (B)(4) per wo-2800 and the reported patient incident, the potential root cause determined is the table may not have been properly maintained by the hospital causing the patient injury.

Event description:
It was reported that the surgery table and/or mts base broke causing the patient to fall off the table to the ground. Patient was injured due to falling off table.

Manufacturer narrative:
Several attempts were made to contact the hospital reportedly involved to gather more information about the incident and the equipment involved. No further information was received. Based on the limited information available, the cause of the incident cannot be determined.

Event description:
It was reported that the surgery table and/or mts base broke causing the patient to fall off the table to the ground. Patient was injured due to falling off table.

Event description:
It was reported that the surgery table and/or mts base broke causing the patient to fall off the table to the ground. Patient was injured due to falling off table.